Manufacturer narrative:
The needle was not returned for investigation. The needle lot DHR was reviewed, and it was found that (B)(4) electrical issues were recorded for this needles batch. Without investigation of the returned device, the complaint could not be confirmed and the root cause could not be determined. The case was completed with no injury to the patient.

Event description:
This is a follow-up number 1 to report the investigation findings. The needle was not returned for investigation. As reported in the initial submission: it was reported that during the thaw cycle of a cryoablation procedure using an iceforce needle, the needle caused twitching. Passive thaw was used to complete the case. The case was completed with no injury to the patient. The needle will be returned for investigation.

Event description:
It was reported that during the thaw cycle of a cryoablation procedure using an iceforce needle, the needle caused twitching. Passive thaw was used to complete the case. The case was completed with no injury to the patient. The needle will be returned for investigation.